Event description:
The bone cement merged with the hip implant but not with the bone during primary surgery in an hospital in vienna/ austria. For that reason the implanted implant was removed and a new implant and new bone cement was used. Surgical delay approximately 30 minutes, no other consequences reported.